Event description:
The child reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery is planned for 12/05/1996. The health care professional has been informed that the explanted device should be returned to cochlear corporation.